Event description:
It was reported that the device was explanted after an implant duration of zero days due to physician not having a size 24, after placing the larger size ring it became apparent it was too large and a size 24 had to be put in place.

Manufacturer narrative:
Device not returned.